Event description:
This complaint is in reference to the alcon product precision one. Consumer experienced eye in infection after using contact lenses. Additional information received which states that consumer experienced extreme pain and was diagnosed with corneal ulcer on both eyes. It was also reported that consumer sought three different eye doctors and one of them was suggested that it might be caused by contact lenses. The current status of the consumer¿s eyes was not reported at the time of this report. Additional information has been requested, but not yet received.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).